Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
Needles become loose after tightening onto syringe for intramuscular (im) medication administration. This is putting nurses at risk for needle sticks, while also making it possible for medication to leak during administration.